Event description:
It was reported that the customer experienced low blood glucose levels (+40 mg/dl) while exercising. Reportedly, customer has recently increased basal and bolus settings. Customer stopped insulin delivery and consumed candy to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental form will be submitted.